Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged power issue started at an unspecified time on (B)(6) 2014. The patient manages her diabetes with oral medication (metformin, 500 mg) and insulin (unknown type, 20 units). The patient reported that she continued with her usual dose of medication in response to the alleged issue. At an unspecified time on (B)(6) 2014, the patient reported developing symptoms of ¿sweaty and lost vision¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.